Manufacturer narrative:
The insulin pump had no blank display anomalies noted during testing. The insulin pump was received with frozen screen followed by a watchdog alarm after boot up due to moisture damage on all electronic assemblies. Analysis was unable to perform pump self test,off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents due to frozen screen and watchdog alarm. Analysis was unable to verify blank display anomalies due to frozen screen and watchdog alarm. The insulin pump had corroded vibrator motor assembly noted during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer reported that the insulin pump immediately went blank after being exposed to water. The customer's blood glucose was 116 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.